Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp and shocks. The p-waves were blanked. The rhythm accelerated from the vt-1 monitor zone to the vt-2 zone and av interval delta classified it as vt, so therapy was delivered. The patient is not compliant with his medications. Programming changes were made.